Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement due to normal eri, externalized conductors were observed on the lead. Patient was asymptomatic. The electrical function of the lead was observed and tested and no anomalies were detected. The lead was capped and replaced on (B)(4) 2017. The patient was stable before, during, and after the procedure and will continue to be monitored.